Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of access site bleeding was determined to be use issue because the hemostasis was achieved by with suture stitches and compression. E.1 revised as address line 1 was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-13958. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-13958 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised as manufacturing site facility name, address line 2 and city were previously entered incorrectly on the initial manufacturer device report number 1220648-2024-13958.

Event description:
The complainant reported a male patient of an unknown age and gender in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During impella support, the patient experienced bleeding at the groin side. The patient received blood bags and also is running volume. The physician tried to manage the bleeding with suture stitches plus compression. Patient¿s last ptt was 60. The pump was not explanted as a result of the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿